Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: an intact lcp proximal tibia plate was returned. The visual inspection of the plate has shown that it is in an unused condition and does not show any defects. Additionally, 2 locking screws were returned both intact with no damages visible. Functional test: a functional test was made on each of the 14 thread holes with the intact returned screws it was possible to lock both locking screws in the hole as required, the complained malfunction could not be reproduced. Dimensional inspection: the plate was forwarded to jabil grenchen for further measurements. The thread "0" point was measured on each of the 14 thread holes and found to be within specification. Summary: all relevant dimensions of the plate in question, which are relevant for the complaint condition, were found within the specifications. In addition, no deviations were found in the manufacturing documentation reviewed during this investigation. Therefore, the complaint condition cannot be confirmed. Since no manufacturing related issues has been identified, no further actions have been taken. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 02.124.220. Lot number: h470922. Part manufacture date: 06-oct-2017. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp proximal tibia plate low bend 14 holes/206mm/right product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Reviewing picture, the complaint condition that one of the two screw heads got more sunk into the shaft area of plate can be confirmed. The new lot number of screw is more sunk into the shaft area of the plate. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure the surgeon noticed that the locking screw¿s head sunk into the shaft area of the plate. There is no reported consequence to the patient. Concomitant devices reported: lockscr ø3.5 self-tap l30 sst (part number 213.030, lot 32p5988, quantity 2). This report involves one (1) 3.5mm lcp proximal tibia plate low bend 14 holes/206mm/right. This is report 1 of 3 for (B)(4).